Event description:
Reporter stated that patient's blood glucose measured 256 mg/dl on the accu-chek advantage system. At the time the result was obtained, patient was reported to be exhibiting symptoms of hypoglycemia (headache and blurred vision). Based on symptoms, patient withheld normal insulin dose and sought treatment at the hospital. Five minutes later, patient's blood glucose reportedly measured 69 mg/dl on a laboratory instrument. Patient was treated with glucose and remained at the hospital, "for a few hours," for observation. No additional treatment was reported. At the time of the report, patient was reported to be "in stable condition." The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.